Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2021, the patient was sleeping, and her partner realized that the patient was trembling. The partner checked the cgm which displayed 65 mg/dl and checked a bg from the ear which was 28 mg/dl. The partner administered glucagen-hypokit, 1mg (glucagon). Afterward the patient felt pain in her whole body for 24 hours but was back to a normal condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.